Event description:
It was reported that the device may have reached the elective replacement [eri] indicator prematurely. It was also reported that the device had an "unexpected voltage drop." The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. The battery voltage is pre/approaching eri. Daily battery voltage trend data in save to disk file (B)(4) shows min bat=2.66 to 2.65 volts between (B)(4)-2012 which is before device rrt <= 2.62 volt.